Manufacturer narrative:
The electrode lot number is fyc23. The expiration date was not provided. The field service representative shortened the tube connected to the vacuum nozzle. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable low sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial result was 126.3 mmol/l, and the repeated result was 136 mmol/l. Patient 2: the initial result was 117.9 mmol/l, and the repeated result was 128 mmol/l. The repeated results were obtained on another module. The samples were repeated because the physician questioned the initial results.